Manufacturer narrative:
As reported in a research article, asymptomatic migration of an amplatzer vascular plug into the distal abdominal aorta. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Literature attachment: asymptomatic migration of an amplatzer vascular plug into the distal abdominal aorta b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "asymptomatic migration of an amplatzer vascular plug into the distal abdominal aorta", was reviewed. The article presented a case study of a 47-year-old male with a history of multi-visceral transplantations of the liver, pancreas, stomach and small bowel, extensive idiopathic porto-mesenteric thrombosis complicated by recurrent variceal bleeding. An amplatzer vascular plug was selected for implant on an unknown date to occlude the celiac trunk and superior mesenteric artery (sma). The device was successfully implanted. Approximately five days post-implant computed tomography (CT) showed the device embolized from the sma into the aortic bifurcation. The patient remained asymptomatic. Prophylactic aspirin was administered daily. [The primary and corresponding author was geert maleux, department of radiology, university hospitals ku leuven, herestraat 49, leuven 3000, belgium, with corresponding email: geert.maleux@uzleuven.be].